Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pt said they have been having issues with their stimulator. It has a mind of its own. The rep set the stimulation and it was fine for awhile. Now sometimes the battery send a high rate of current to their back all by itself.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called reiterating information as already documented in this case in the e-mail correspondence. Pt stated that the stimulator unit was all messed up. Pt stated that a rep at their healthcare provider's (hcp) office set the ins up and the device worked fine for a while, however then the settings just started changing all by themselves. Pt stated that sometimes it would take 40 minutes to charge the ins and sometimes it would take 10 minutes to charge the ins. Pt stated that the charging duration varied every day. Pt stated that especially this morning, they charged the ins and all of the settings on group c were totally gone and they weren't getting anything from the unit. Pt confirmed that they were referring to not feeling the therapy/stimulation. Pt stated that the issues had been going on for the last two months. Pt stated that they have an appt with hcp on friday. Pt stated that they spoke with hcp and the rep regarding the issues already. Pt will meet with hcp on friday to address the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported the cause of the battery sending high current, changing settings and loss of stimulation was not known. They reported someone had done something to the controller but they are not sure what they did. They reported as of now the issue is resolved; however, sometimes the implantable neurostimulator (ins) shut down while charging and they have to start it back up to finish charging. Patient also stated that the wait to charge takes 30-40 minutes and sometimes it takes 10 minutes. Patient reported they have not changed their settings. They stated they sometimes feel the ins sending volts down their back when lying down and other times they do not.